Manufacturer narrative:
The insulin pump had a cracked display window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that customer had physical damage of insulin pump. Customer reports to have cracks on display screen. Customer's blood glucose was unknown. Customer's mother reports that it is unknown how damage occurred. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).